Manufacturer narrative:
E. Initial reporter event site name (B)(6) hospital. Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) touch screen is not working. There was no patient harm reported.